Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced pain, recurrent infection, dyspareunia, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following surgery patient experienced nocturia, urgency, and urinary frequency. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to FDA: 10/31/2016. It was reported that the patient underwent vaginal mesh removal and urethrolysis on (B)(6) 2016 by dr. (B)(6) and dr. (B)(6) due to dyspareunia and vaginal pain.

Event description:
Details: it was reported that the patient underwent vaginal mesh removal and urethrolysis on (B)(6) 2016 by dr. (B)(6) and dr. (B)(6) due to dyspareunia and vaginal pain.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced: stress incontinence, incomplete emptying, urinary hesitancy, urinary straining, urethral hypermobility, cystocele and overactive bladder.

Manufacturer narrative:
(B)(4).